Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported by the customer to the start right team that the customer could not get into the rewind function. The customer also reported that sometimes they had high blood glucose levels. The customer declined to speak with help line. Nothing further was reported.